Event description:
"Pt underwent coronary angiography and angioplasty. Returned to cath: lab for diagnosis of subtotal occlusion of femoral artery and dissection of right femoral artery, secondary to closure device. Required replacement of external iliac and common femoral artery with 6 inch segment of gore-tex tube graft". Upon further query of the customer, the following info was obtained: the physician performed closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. Following the procedure, the pt began to complain of right leg pain. A post-cath angiogram was performed and showed a "right femoral artery dissection and a subtotal occlusion." The pt required replacement of the external iliac and common femoral artery with a six (6) inch segment of gore-tex tube graft. The pt was discharged to home six (6) days later.